Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See (B)(4) for related documentation.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed multiple no deliveries. The customer's blood glucose level was 230 mg/dl at the time of the call. The customer stated that they had two other insulin pumps that had the same issue with no deliveries. The customer states that they may have not had their insulin pump set up right. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. The customer was sent a replacement insulin pump as well as new sets to resolve the no delivery issue.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.